Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic stimulation. Upon interrogation the left ventricular lead exhibited loss of capture due to dislodgement. The lead was capped and replaced on (B)(6) 2016. No additional information was available.